Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # l55g6x.. Additional information requested and received: did the device deploy any staples? Was the staple line complete? Did the device cut? Was the cutline complete? How did the device malfunction? The analysis results found that the ats45 device was received with the firing trigger broken and with two cartridges reloads present. Cartridge (b) 6r45b, l54x8c was received partially fired 2/3 and cartridge (c) tr45w l53w0a was received partially fired 1/10 consistent with an incomplete or interrupted cycle. No further functional test could be performed due to the condition of the device. No conclusion could be reached on what cause the firing mechanism to fail; it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a bypass-bariatric video procedure, the device presented a malfunction and locked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.